Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient that she did not remove blue cap prior to infusion. Patient replaced infusion set and cartridge and resumed insulin deliveries successfully. No further information was available.